Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) device evaluation of monitor has been completed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, causing the fault. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported a monitor displayed a service code 204 (belt/monitor unusable).